Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in canada who received an unknown drug via an implantable pump. The patient¿s concomitant medications were not obtainable. It was reported on an unknown date and event context, a patient implanted with a synchromed ii pump delivering an unknown medication experienced withdrawal symptoms. A pump interrogation revealed motor stalls had occurred as a result and the pump was explanted and replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury.